Manufacturer narrative:
Additional info received indicated that the customer has not received any further occlusion alarms. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received "multiple occlusion alarms" during bolus delivery. During these past alarms, the alarms did not always wake the customer up and the customer slept through the alarm which resulted in a high blood glucose level. As these occlusions occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.